Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012347822); product type: 0195-heart valves; implant date (B)(6) 2025; product ID: d-evolutfx-2329 (lot: 0012370579); product type: 0195-heart valves; implant date (B)(6) 2025; explant date product ID evfxplus-26 (k055267); product type: 0195-heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter valve procedure involving the evfxplus-26, following the placement of the first valve, severe aortic insufficiency (ai) was observed. It was thought that the severe ai was due to a torn or stuck leaflet. A post-implant balloon aortic valvuloplasty (bav) was performed to address the ai. Despite the bav, the ai did not improve. A second valve was implanted in the patient as cardiopulmonary resuscitation was performed. Ultimately, the patient passed away.